Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the por and fall was first observed in month of(B)(6) 2019 but patient later stated that por was noticed about (B)(6) ,2019 and fall properly in august. There was none action taken to resolve the fall. The patient saw the doctor about the device and por. The patient did not notify the managing physician because there would be nothing their doctor could do about their falls. The patient made appointment with their doctor on the por. The patient was having incontinence problem and checked to see if they could adjust the program and noted the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for both bladder and bowel. The patient said she was having problems she had not had before and tried to use the pp however the pp was not working right, so she changed the batteries then got the message por. The patient had 2 or 3 falls. The patient stated it occurred about a month ago or so. The patient was looking for a new hcp and a list was sent to patient. There were no further complications reported.